Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to an episode of atrial arrhythmia: lastly for accelerated ventricular arrhythmia. Noise signals were noted on the right atrial (ra) lead. The patient was not having a procedure. The device remains in service. No adverse patient effects were reported.